Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted bilateral and unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument's wire broke and jaws were not able to open anymore. No fragments fell into the patient. The procedure was completing as planned with no reported injury.